Event description:
In 2008, the reporter contacted lifescan on behalf of the lay user/patient (lfs) alleging a display issue with a onetouch untramini meter. According to the reporter, the patient held the meter upside down on two days earlier and allegedly took too much insulin (20 units of bolus insulin-type unknown). The meter result was not provided. The patient developed "low sugar" symptoms; however, no medical intervention was reported. No other tests were obtained on another device. There was no contact information provided for the reporter or patient; therefore, the medical affairs specialist was unable to obtain additional information about the complaint. It would have been helpful to know how long the patient had been using the meter and the patient's diabetes care regimen (testing frequency and medication regiment). It would also be helpful to know what the "low sugar" symptoms were, what the meter result was, and how soon after the test result did the patient develop the symptoms. Based on the provided information, this complaint is being reported because the patient reportedly took too much insulin after the reported display issue.